Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to dizziness and falls. Admission labs showed a significant hematocrit drop to 16.9. The patient has received several units of blood products. Their computed tomography (CT) scan of the abdomen/pelvis and head have been negative for hemorrhage however they had melanotic stools, so likely gastrointestinal (gi) source for bleeding.

Manufacturer narrative:
User facility report: (B)(4) was received 26sep2022. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.